Event description:
It was reported that the patient underwent a revision procedure due to pump connection tube crack with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Additional information was reported that the device did not function properly and presented to the physician two weeks prior to the revision procedure and the patient got well following the procedure.

Manufacturer narrative:
Device analysis: product analysis was unable to confirm the reported events as the pump krt was cut down to the strain relief and the connectors were not returned. The pump was unable to be functionally tested due to contamination present; no further analysis could be completed. Based on this investigation, the investigation conclusion code of cause not established was chosen because the reported events could not be confirmed or substantiated through investigation of the pump. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to pump connection tube crack with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Additional information was reported that the device did not function properly and presented to the physician two weeks prior to the revision procedure and the patient got well following the procedure.